Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve is contaminated.associated malfunctions for this device: pilot valve leaking.